Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was displaying a failed hardware message. They stated that they attempted to recover the failed drawer, but the system continued to indicate that maintenance was required. The customer also reported that they rebooted the device and performed additional troubleshooting steps, including shutting down the station by unplugging the power cord for several minutes and reconnecting it, but the drawer remained failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed. A field service engineer assisted the customer to recover storage space function and the issue was resolved. The system functioned as intended after the field service engineer assisted the customer to repair the device.